Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due a suspected atrial tachycardia with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.